Event description:
It was reported to the manufacturer by the facility ((B)(6)), per facility, the visitor of the resident was standing at the foot of the bed. The resident was lifting the bed up, by use of the controls. The bed snapped and fell down. The bed landed on the visitor's toe. The facility ((B)(4)) called 911 and the visitor was transported to the emergency room. An x-ray was performed to determine that the toe was fractured. Complaint (B)(4) was entered into our system.

Manufacturer narrative:
Joerns sending report to manufacturer.